Event description:
Caller states the patient tested >8.0 inr on the coaguchek test system and 4.6 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Coaguchek test system: meter, test strip lot 396a-a17, exp 02/29/08, catalog #3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.